Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide plunger was deployed without issue and the suture retrieved. The footplate would not retract. Eventually, it closed; however, suture use was aborted. Another proglide was used with the same result. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported inability to retract the foot could not be determined. Based on the information reviewed, there is no indication a product quality issue. Additionally, unused, sterile devices were returned for evaluation. Functional testing was successfully performed to deploy and retract the feet with no issues noted. This indicates the devices functioned as expected.